Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician could not grasp tissue with the device due to the hardness of the tissue and the anatomy location. On the second attempt to grasp tissue the jaws became damaged and would not close. The device and scope were removed in tandem and the procedure was completed with another type of device. It was reported that the patient's tissue may have been cancerous and therefore harder than normal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) (won't close). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during an egd (esophagogastroduodenoscopy) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the physician could not grasp tissue with the device due to the hardness of the tissue and the anatomy location. On the second attempt to grasp tissue the jaws became damaged and would not close. The device and scope were removed in tandem and the procedure was completed with another type of device. It was reported that the patient's tissue may have been cancerous and therefore harder than normal. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found the catheter cut and the clevis arms were bent. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device confirms the reported condition since the clevis arms were damaged and this could interfere with jaw closure. The most probable root cause is operational context due to excessive force applied to the device because of anatomical or procedural factors limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).